Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported patient line is blocked messages during fill 1 of 4 of treatment. The stay safe connector blue pin was not pushed in. The patient stated following the alarms that fluid was discovered during fill 1 of 4. Fluid leaked from the patient line. The patient stated the piece looked damaged. The patient was advised to re-setup with all new supplies. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported the patient line was damaged but did not provide any more details. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the set set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported patient line is blocked messages during fill 1 of 4 of treatment. The stay safe connector blue pin was not pushed in. The patient stated following the alarms that fluid was discovered during fill 1 of 4. Fluid leaked from the patient line. The patient stated the piece looked damaged. The patient was advised to re-setup with all new supplies. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient reported the patient line was damaged but did not provide any more details. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used for this treatment was discarded and is not available for return for physical evaluation by the manufacturer. It was noted that there was no defect or damage seen on the set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.